Event description:
It was reported that the vns patient passed away. It was reported that the cause of death was not known, but that the patient went into pulmonary distress and then ultimately was pronounced brain dead later that day. It was reported that the patient's family wanted the explanted devices returned for analysis. The explanted devices have not been received to date. The relationship of the cause of death to vns is unknown. No additional relevant information has been received to date.

Event description:
The explanted devices are not expected to be returned; therefore, no analysis can be performed.